Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Hold vm 2.17it was report that an occlusion alarm occurred. The customer went to the emergency room with a blood glucose level of 400 mg/dl. Reportedly the customer was using u-500 insulin. Tandem technical support educated the customer the u-500 is off label per the tandem user guide. The customer resumed insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.